Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, using the reload, the device would not fire. They used a second device to complete the case. There was no patient injury.